Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut down . There was no patient harm .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, b5, d8, d9, g3, g6, h2, h3, h4, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) also found that the power cord was missing the ground post. During the investigation and testing of this unit and the drive assembly would not pass the vacuum leak tests. Fse replaced the drive assembly and also replaced the retractable a/c cord reel. After repairs, fse completed all calibration, performance and safety testing during the pm of the unit on service order with checklist. All performance was verified, the unit was approved for clinical use and returned to the user. No records of any patient harm related to balloon pumps but could not provide any patient information. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received the following parts associated with this complaint: reel, ac power cord, domestic and drive manifold assembly. Parts were received with a reported failure of a failed vacuum leak test and the power cord missing the ground pin. The fat performed a visual inspection and found reel, ac power cord, domestic had a missing ground pin. Failure confirmed for this part and probable root cause is user error. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is user error. The fat installed drive manifold assembly in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Passes all tests. No failure confirmed. Retaining the parts in the failure analysis and testing department per the company procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.